Event description:
Company's sales representative, reported the following: in 2003 dr. (Resident) used a koala iupc 5000e. Dr. Reported that upon insertion there was a blood-tinged flashback of fluid; however, the tracings were fine so she advanced the catheter to the 45 cm mark. Approximately 5 minutes later dr. Noticed a progressive deceleration and a trickle of blood from the vagina. The deceleration did not respond to the usual treatment and an emergent c-section was called. Apgar scores were 0 at 1 minute and 0 at 5 minutes. The pt received a blood transfusion and experienced seizures in the nicu. The pt was discharged after 14 days.